Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes of the reported issue are: inadequate fixation, severe force applied to implant, excessive twisting or stretching, off-label use, patient is a poor candidate due to health, weight, age, or mental capacity, incorrect tools, improper surgical technique, patient non-compliance, and touching or picking the wound. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an open wound and erosion of the neurostimulator. The patent was recommended to go to the emergency room. However, the patient refused. Antibiotics were prescribed and a revision procedure was performed on (B)(6) 2024 where the device was secured deep into a different pocket site.